Event description:
Customer initially called to report no delivery alarm, however, during call customer reported having been hospitalized for high blood glucose levels. No further details provided at time of call.